Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MFR report# 2243072-2020-00787 was sent in error. This is not 510k product. Please consider the MDR cancelled.

Event description:
It was reported that when changing syringe the tubing is damaged and the connection is loose with a bd ext set opaque 150cm pe. The following information was provided by the initial reporter: the customer informs that the problem with the extension tube is that it is twisting cvk tube in circles. Also when you change the syringe (bbraun syringe in use ref (B)(4)) to a new one, the syringe does not fit into the connector of the extension tube properly, the connection remains loose.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when changing syringe the tubing is damaged and the connection is loose with a bd ext set opaque 150cm pe. The following information was provided by the initial reporter: the customer informs that the problem with the extension tube is that it is twisting cvk tube in circles. Also when you change the syringe (bbraun syringe in use (B)(4)) to a new one, the syringe does not fit into the connector of the extension tube properly, the connection remains loose.